Manufacturer narrative:
(B)(4). Medical product - maxim ilok ana pri fml 75 rt catalog# 140014 lot# 374780, bmet arcom ap pat w/wire 31mm catalog# 11-150826 lot# 609330. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient had right knee revision surgery due to instability and swelling approximately 13 years post implantation. The tibial bearing was removed and replaced. No additional patient consequences were reported.